Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional component implanted on (B)(6) 2016: pla280300/lot serial unknown.

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of a right common iliac artery aneurysm using a gore excluder iliac branch endoprosthesis and an excluder aortic extender component. It was reported that on (B)(6) 2016, during the follow up examination, the patient was identified with an abdominal aortic aneurysm along with a type ii endoleak. The patient underwent endovascular repair of the endoleak.